Event description:
Caller reported they did not hear any sound while experiencing high blood glucose levels, with the specific value unknown but displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no further information was provided, leading to the case being closed by technical support.